Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations for the pinn multihole w/ gription 58mm, apex hole elim positive stop, and the summit por taper sz4 hi off since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code for the screw. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppd and medical records received. This complaint is legal. Patient was revised for acetabular fracture, loose cup, infection, and one broken screw that was left in as it wasn¿t able to be removed. During the (B)(6) 2011 operation, the stem was kept, but bone grafting was done for the fracture and cultures came back positive for infection and the patient was reimplanted on (B)(6) 2012.